Manufacturer narrative:
The user reported successful pairing of the transmitter with the mobile device; however, no signal was detected on the placement guide. During a video consultation with customer care, it was confirmed that the transmitter was powered on. Despite multiple repositioning attempts, the placement guide continued to display a "no signal" status. A replacement transmitter was provided, but the issue persisted; therefore, a sensor replacement was authorized. Only the transmitter had been returned, and in-house testing confirmed that the transmitter passed all functional tests with no identified anomalies. In an associated case (MFR#: 3009862700-2025-01372), it was reported that the sensor could not be removed during the initial attempt. The sensor was not palpable, but ultrasound imaging later confirmed its presence. These findings suggest that the sensor may have been inserted too deeply, preventing adequate signal detection. The next removal procedure is pending scheduling. The user stated that it is anticipated to take place on (B)(6) 2026. B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H6. Type of investigation updated to 10,4111. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4310.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 july 2025,senseonics was made aware of an incident where user was unable to link the sensor which led to early sensor removal.the transmitter was successfully connected to the phone, but there is no signal on the placement guide.RMA was authorized for the replacement and return of sensor for further investigation.